Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) were received by fisher & paykel healthcare (B)(4) for investigation. A known working manometer was fitted and the complaint valve was pressure tested according to the neopuff technical manual ((B)(4)). Results: the valve system (maximum pressure relief and peak inspiratory pressure valves) passed the tests specified in the neopuff technical manual. Both valves were found to be noisy when adjusted, in particular at higher pressure settings. A lot check revealed no other complaints for faulty valves for lot 090309. Conclusion: the cause of this event is due to vibration of the valve heads. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. Valve vibration is checked by production line staff during manufacture. The neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. The neopuff technical manual also states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined in the neopuff technical manual before connection to a patient.

Event description:
A hospital in (B)(6) reported that their rd900 neopuff infant resuscitator whistles even with low flows. No patient consequence was reported.